Event description:
After an initial round of ablations was performed, the arctic front catheter was removed, vein isolation was checked, and the arctic front catheter was re-inserted into the flexcath sheath to perform further ablations. All catheter insertions and removals were performed with the flexcath valve fully submersed in sterile saline to prevent air ingress. During the first ablation after the reintroduction, the patient developed first a right bundle branch block pattern on the surface ECG followed by significant st segment elevation. A 100% oxygen was given and cardiac pacing was initiated at 100ppm. The st segent elevation resolved within 5 minutes. The case was completed without further incident.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
The returned device was visually and functionally tested and passed the inspection as per specification. The visual inspection showed that the device was intact with no apparent issues. Functional tests showed that the deflection worked as per specification. Many aspiration / injections performed without having air bubbles, the hemostatic valve was leak tight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.